Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the metal tip was broken off of the device right out of the packaging. Another device was used to complete the procedure. There was no patient involvement.